Event description:
A small piece broke off in the pt's kidney. Facility will have to bring her back for additional surgery to remove the segment. 6-3-98 additional surgical procedure performed. Segment was successfully removed with no injury to the pt.